Event description:
After an unsuccessful attempt to advance the guidewire (subject device) through the microcatheter, the physician removed the device from the patient. The device was visually inspected after removing from the patient, and "irregular bumps" were noted on the middle section of the device, which were not observed during the initial inspection of the device. "Irregular bumps" looked like "coating coming off the wire and there were certain portion that is not the same color as the entire wire." The procedure was completed using another of the same device. There were no reported clinical consequences to the patient and the patient was reportedly in a stable condition.

Manufacturer narrative:
Additional: PMA/510 (k): k002907.